Event description:
A nurse was hanging the prbc¿s and seconds later observed the prbc infusion was leaking. The infusion was stopped and clamped both lines on the blood tubing. A second nurse was called and noticed the leak was coming from right above the chamber from line that was infusing the prbc¿s. A new set of blood tubing was spiked and the prbc infusion continued per protocol. No hole in the unit of prbc¿s was observed. This also happened a week ago at the same location in the tubing.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H.4. Device manufacture date: unknown.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.